Event description:
It was initially reported that the patient was unable to adjust stimulation. The programmer "on" light flickered off and on "all day long." The patient requested a new programmer. Three days later, it was reported that the patient noticed intermittent stimulation. It appeared as if the neurostimulator was flipping on and off. The patient was referred to their physician to check on battery life as well as the programmer. Additional information was requested.

Manufacturer narrative:
Lead: model 3587a, lot: lb1108, implanted: (B)(6) 2003, explanted: na. Extension: model 7495lz25, serial (B)(4), implanted: (B)(6) 2006, explanted: na. Adaptor: model 3550-09, lot lb0361, implanted: (B)(6) 2003, explanted: na. Programmer: model 7435, serial: (B)(4). (B)(4).